Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl, cause was unknown. Customer changed infusion set to address the issue. In addition, reported that occlusion alarms occurred. Customer reported using fiasp insulin. Tandem technical support informed customer that fiasp is off label per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery.